Event description:
It was initially reported that the physician's handheld is repeatedly freezing on "interrogation successful" screen. He typically turned the handheld off and the issue will resolve with it is turned back on. The date of the report he was unable to get past the screen. A hard reset was performed and the physician was successful able to interrogate the patient's device. The physician request a new handheld. (B)(4) attempts for product return have been unsuccessful to date.

Event description:
Additional information was received that the handheld and flashcard were returned to the manufacturer for evaluation. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned handheld and the alleged screen freeze complaint is a known issue that has been evaluated. No issues (beyond the known issue) were observed with the retuned handheld. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard and the alleged screen freeze complaint is a known issue that has been evaluated and addressed through a CAPA. No further pa testing is required for this particular event. No other issues (beyond the known issue) were observed with either the flashcard or software. Other than the above mentioned observations, the flashcard and software performed according to functional specifications.